Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During testing when the control knob was placed on the set vtbi (volume to be infused) position, the pump display indicated the set rate position. This was due to the display printed circuit board.

Event description:
The customer contact reported, the control knob position did not match the displayed position. The pump was returned to the biomedical engineering department with a note stating, "broken," or "not working." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, when the control knob on channel b was placed on the set vtbi (volume to be infused) position, the pump display indicated the set rate position. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.